Event description:
It was reported to covidien in 2008 that a customer had a problem with a sharps container. The customer reports a needle stick injury occurred with a huber needle which punctured the top of the sharps container. Customer reports the puncture is in the back crease where the flip lid cover attaches to the lid. Customer states from the inside, it exits the box where the tray touches the back to maintain a closed box in normal use. Customer reports, the container was removed 1/3 full and the person who removed the container from the room did not see the needle and neither did the environmental services person who stuck his thumb on the needle.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.